Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
During gamma3 surgery, the surgeon did not insert the set screw into the nail. The lag screw is not fixed with the set screw. It became clear because the set screw found in the target device when the device was washed after the surgery.

Manufacturer narrative:
Referring to product inquiry the long nail kit r1.5, ti, right gamma3® ø10x360mm x 125° [more precisely the set screw which is part of the nail kit] is stated to be the primary product. No other associated products were reported. The reported set screw is part of the long nail kit (cat # 34250360s); the lot code of both nail and set screw is identical. Thus, the below device history relates to both nail and set screw. Review of the DHR of the affected product revealed no conspicuities in material or manufacturing. The device reported was not returned to stryker kiel. Thus, a physical examination of the set screw was impossible. However, physical examination is deemed dispensable in this case as the issue is about several omitted steps (set screw insertion) during a gamma3 surgery. In summary, all received information reveals that the root cause of the reported event is not device related, but is rather clearly linked to misuse / deviation from surgical technique (incomprehensible omission of set screw insertion). The absence of the set screw should have been noticed during surgery (04/01/2016), not according to information received ¿after surgery¿ during reprocessing [¿¿set screw found in the target device when the device was washed after the surgery."]. No non-conformity was identified. In case the product and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
During gamma3 surgery, the surgeon did not insert the set screw into the nail. The lag screw is not fixed with the set screw. It became clear because the set screw found in the target device when the device was washed after the surgery.